Manufacturer narrative:
Patient weight not made available from the site. 01/29/2016 software investigation completed. Findings are that exam was to protocol, 3d model is good quality and the fiducials are visible. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that, while in a cranial biopsy procedure, they registered the patient using touch-n-go. The surgeon checked accuracy on a fiducial and it showed the probe 5 millimeters off of the fiducials in some locations and accurate in other locations. The surgeon elected to proceed with the procedure using this registration. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
Additional review of the software investigation was completed but was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. Although unconfirmed, it is suspected that some fiducials may have moved.